Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 476 mg/dl at the time of the incident. Customer reported that he took some high bolus due to his blood glucose being high. Customer reported that out of the 3 bolus he took only part of the first too were fully delivered and the 3rd bolus was completely delivered. Customer checked blood glucose and it is still high. Customer decline high blood glucose troubleshoot . Customer declined no delivery troubleshoot. Customer reported hat at 09:20 he took a 7.5 bolus and that was delivered. Customer reported at 04:12 customer reported he tried to give a bolus between 7.5 to 8 units and only 2 units was delivered and customer reported at 1.10 customer tried the same thing. Customer reported that his blood glucose was 500 mg/dl and something and then he just tested again his blood glucose is only down to 475 or 476 mg/dl. Customer reported that at 09:16 his blood glucose was 476 mg/dl and 7.5 bolus went. Customer reported that at 04:05 customer blood glucose was 517adn only 0.2 bolus went and at 02:30 he gave a bolus but only 2.7 units went. Customer reported that he received a finish loading . Customer reported that he received that when he forgot to finish loading his cannula. Customer reported that he got a no delivery alarm earlier today but he changes out his set . The insulin pump will not be returned for analysis.